Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the needle was not attached to the cannula during surgery. This occurred with two needles. There was no patient harm reported. Additional information has been requested but not received to date.